Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: a review of the pump¿s black box revealed evidence of a partially discharged battery being installed resulting in a replace battery alarm. The current draws were within specification. A ¿battery life¿ issue was not duplicated during investigation. The pump cover was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the pump case was found to be cracked. The display lens was found to be cracked and the display appeared dim and discolored. (B)(4).